Event description:
It was reported the iab was prepped per arrow's procedures. During the sheathed insertion in the left femoral artery, the balloon membrane began to unwrap and the iab became stuck in the sheath. As a result, a new catheter was obtained. There were no reported patient complications. Refer to MDR# 1219856-2006-00349 and 1219856-2006-00350 for additional information regarding this event.

Manufacturer narrative:
F/u report will be filed when evaluation is completed.